Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported to abbott, a patients¿ spouse reported that the ipg depleted 17 months early. The caller confirmed the patient controller displayed the app message: ¿replace generator/the generator has reached the end of its service¿. The caller was advised that the ipg typically depletes based on power consumption that results from program settings, resistance in the programmed circuit, and usage. The patient and spouse met with the rep and wanted to proceed with an ipg replacement. On the last update, it was reported surgery had not been scheduled yet. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs ipg had depleted sooner than expected within device longevity terms. Surgical intervention is currently pending.